Event description:
It was reported the patient normally felt stimulation up her spine, but she felt it in her buttocks. The patient tried to increase stimulation due to problems with urination. She had burning and itching in the area. She started to have this problem on (B)(6). She was on medication for uti. She was scheduled to get another uti test on the day of this report and scheduled to see the physician in a month. She was taking amoxicillin 500/mg 5 a day, 2 cranberry tablets 3/day for the last 2 days. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28 lot# v399340 serial# implanted: (B)(6) 2010 explanted:; product typ lead product ID 3037 lot# serial# (B)(4) implanted: explanted: ; product typ programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient received assistance from her physician or manufacturing representative and her concerns were resolved. The patient also indicated that she was still having concerns regarding her device or therapy, but she was working with her physician and manufacturing representative. It was noted that the patient had an appointment scheduled on (B)(6) 2012. The patient stated that she 'got in touch with her implant doctor and told them that she had the first urinary tract infection (uti) and she called her regular doctor and found out that she had 2 utis on (B)(6) and (B)(6).'